Event description:
Reportedly, on a follow-up on 25-jan-2025, the pacing mode was vvir, although the mode should have been set to safer-r in (B)(6) 2024. There were no other parameter findings.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: on the files provided, the mode found on (B)(6) 2025 is ddir and not vvir. On (B)(6) 2024, the user has programmed the subject pacemaker in safer-r at the beginning of the session. An MRI check has been performed. In this case, a leads polarity is launched. This operation requires that the pacemaker switches in ddir mode (temporarily). Due to several communications errors, a pop-up message has been raised where it is written ¿parameters cannot be restored¿. Therefore, the pacing mode remained ddir whereas it should have been a temporary pacing mode. Based on the available information, no issue is suspected on the subject pacemaker. To avoid this kind of issue in the future, in case a pop-up message such as ¿parameters cannot be restored¿, the user should re-program the pacemaker and avoid as much as possible the communication errors with the telemetry head. Please refer to the attached analysis report.